Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be in the cartridge. Tandem technical support advised the customer to perform a cartridge change to address the occlusion. Customer's blood glucose level was 355 mg/dl.